Manufacturer narrative:
The insulin pump was received with no delivery alarm due to leaky interface board. No cosmetic damage noted.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer changed whole set and alarm continued. The customer was advised to discontinue the use of the insulin pump and revert to back up plan.

Manufacturer narrative:
The insulin pump was received with no delivery alarm due to leaky interface board. No cosmetic damage noted.